Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cardiac arrest. There is no report of the medical intervention the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged sound abatement foam became degraded and caused a patient to develop cardiac arrest and headache while using the device. There was no medical intervention required by the patient. The reported sound abatement foam became degraded and caused a patient to develop cardiac arrest and headache and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on apr 12, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, shortness of breath and patient also allegedly states particles/black debris in the water chamber and ingested particles from the device that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an investigation, the manufacturer observed that there is dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, p4 power connector, dc jack color insert, flip lid assembly, flip lid seal, bottom assembly, heater plate, heat shield, bottom cover, dry box. The device is missing the accessory module flip door, water tank, and dry box seal. An unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. Discoloration was observed on the flip lid seal. Liquid ingress was observed on the p4 power connector. A contaminate consistent with keratin was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer was not able to confirm the presence of degraded sound abatement foam.the device's event logs were downloaded and reviewed by manufacturer.the manufacturer found no error codes.the manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation.the manufacturer observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.